Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cardiosave intra-aortic balloon pump (iabp) unit had helium tank door mechanism is damage. There was no patient involvement reported.